Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported a touch screen fault. The fse clarified the touch screen is not able to be calibrated. The customer reported there was patient involvement and no patient harm.